Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call, tac attempted some trouble-shooting options to help resolve the reported problem. Ultimately, it was discovered that no 180 series scope would produce an image, but the 190 series scopes would. At that time, tac instructed the customer that the unit was experiencing an internal issue and would need to be returned for repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty patient board set was discovered and intermittently causing no image to appear. All other function tests were performed and subsequently passed. The patient board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not producing an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completely using the subject device and "bypassing the issue". The patient's overall outcome was reported 'good'.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to a failure of the op-amp because no countermeasures were taken by changing the op-amp circuit design of the dr board (printed circuit board). On april 16, 2018, it was confirmed that a change in the design of the dr substrate had been made for events in which no endoscope images were obtained in combination with the 180-system scope. Therefore, this confirms that the subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.